Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was pulled off from the mucosa which caused a little bleeding. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.